Event description:
Patient reported that the catalog number, lot number, code number, and expiration date were missing from the comfort curve strip vial. No associated injury was reported. Patient did not provide the location where the labeling problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.